Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), retains analysis, complaint trending and system risk analysis (sra). The DHR, retains testing, complaint trending analysis was not performed as the lot number was not available. The concomitant sterrad 100s was evaluated and parts were replaced to resolve the issue. It is uncertain whether the parts replaced are related to the complaint issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. There is insufficient information to determine an assignable cause since the lot number was not available for DHR review, complaint trending analysis and retains testing. In addition, the product was not available for return and analysis. It is uncertain whether the concomitant sterrad 100s may have contributed to the issue. Should additional information become available, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100.

Event description:
A customer reported a sterrad chemical indicator strip intermittently did not change color correctly after a completed sterrad cycle. It is unknown at this time how many times the customer experienced this issue. The affected loads were reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly. Asp will continue to follow up for additional information.